Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain and heart rate at twenty beats per minute. The atrial lead appeared to be far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the electrograms (egm) showed intermittent loss of capture of the right atrial (ra) lead and continued far field r-wave (ffrw) oversensing. It was noted that during suspected loss of capture, a marker indicate ventricle pacing for left ventricular pacing. The ra lead remain in use.